Event description:
Patient was treated with optilume bph. Post procedure patient was readmitted briefly for hematuria with significant bleeding.

Manufacturer narrative:
The patient was readmitted to hospital post surgery for a brief period due to hematuria with significant bleeding. Post optilume bph procedure this is not abnormal to happen. This is reported as the patient was readmitted and had temporary difficulties in voiding urine.